Manufacturer narrative:
The reported event was addressed with phone support. Site was able to adjust the camera and proceed normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. While the probable root cause could not be definitively established, a possible cause from the customer notes may be attributed to the camera being flipped in the wrong orientation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer experienced the image of the 30-degree endoscope being inverted when they first installed it on the system. The customer was able to adjust the endoscope and continue the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer that the endoscope may have been flipped to the wrong orientation initially and suggested removing it, rotating it manually, and burping the port clutch. The procedure was completing as planned with no reported injury.